Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. Unstable thresholds and no capture were noted. High and undefined impedance were observed on bipolar and low impedance was noted on unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.